Event description:
Manufacturer reference report: 3006705815-2019-01648.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR. Reference report: 3006705815-2019-01648. It was reported that the implant procedure on (B)(6) 2019 was abandoned because the patient began vomiting during procedure. Physician removed the needles and leads and no products were implanted.